Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A device history review (DHR) could not be completed due to the unknown lot number. If additional information becomes available a supplemental report will be submitted.

Event description:
The event occurred on an unspecified date and involved a spinning spiros® closed male luer, red cap. The customer reported a leak of 5fu. There is no report of harm and no report of adverse event.